Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and the physical device was investigated. No evidence was found related to the device that could have contributed to the customer reported issue. DHR did not identify any nonconformances. No device problem was identified. Capsular contracture is a known inherent risk of procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.